Event description:
Reported issue: patient said he has never had utis before but has had 2 since using these catheters. Patient has used this product before. No medical intervention was reported.

Manufacturer narrative:
(B)(4). There are no physical samples or lot number to be provided to facilitate the investigation as well as the device history record review. Therefore, literature study was performed. The article urinary tract infection: causes, symptoms, diagnosis and it's management published in journal of chemical and pharmaceutical sciences in 2013 by m. Komala, debjit bhowmik and k. P. Sampath kumar was reviewed. From the literature study of urinary tract infection, there are many potential factors that may increase for uti such as weak immune system and, etc. Where catheter insertion is not the sole factor that causes urinary tract infection. As there was no sample returned for microbial assessment, the root cause of the defect reported is not able to be identified. Hence, this complaint is not confirmed.

Event description:
Reported issue: patient said he has never had utis before but has had 2 since using these catheters. Patient has used this product before. No medical intervention was reported.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.